Event description:
The report received from the affiliate indicated that three years after a 2.5 x 28mm cypher select stent was implanted in the left circumflex, the pt experienced chest pain while skiing overseas and subsequently went to see the physician about one week after first experiencing the pain. A stent fracture was found in the device and a 2.75 x 18mm cypher select plus stent was deployed at 18 atm at the left circumflex to the om to cover the stent fracture. Post dilatation was conducted with 2.75 x 15mm durastar balloon 16 atm, 18 atm and then 20 atm x 2. The pt was stable after the procedure and transferred to ccu following the procedure. Act was 283 secs. Details of the index procedure are not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. This device is also not available for testing and eval. Films of the follow-up procedure were received and submitted for independent review. Additional info received will be submitted within 30 days upon receipt.